Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This product was included in a field action. Based on the information received and without the return of the product, it could not be determined if this device performed as described in the field action. Product event summary: the actual product was not returned for analysis. However, performance data was collected from the device and was analyzed. Analysis of the device memory indicated that the vf episode count was missing/invalid,. The episode list contains this message : ??? Invalid data received for episode. (B)(4).

Event description:
It was reported that following a ventricular fibrillation (vf) episode where shocks were delivered, the device could not display the episode and printed a message indicating 'invalid data'. The implantable cardioverter defibrillator (ICD)&#1157;mains in use. No patient complications have been reported as a result of this event.